Event description:
It was reported that high impedance was observed during a follow-up visit. Further follow-up found that the x-rays showed there may be an issue with the lead and generator connection. Therefore the patient was referred for surgery where the surgeon intended to reinsert the lead pin in an attempt to resolve the high impedance. The x-rays have not been reviewed by the manufacturer to date. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent surgery where the lead was removed from the generator. The lead was then reinserted into the generator and diagnostic test results were within acceptable limits.